Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing and low amplitude, leading into two inappropriate shock therapy. Technical services (ts) recommended reprogram and provided troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.